Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 580mg/dl. The customer stated that her visit was stress related, but she found out that her cannula was bent. The customer stated that they did not want to give her anything else, and her glucose level started to drop and was released. No further information was provided.